Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that the catheter was found to be leaking one day after insertion into the patient, and on its first use, an abnormal leak was observed in the proximal region of the catheter body. Upon inspection, a hole was found that was not initially visible when the catheter was passed through. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a groshong nxt clearvue was returned for evaluation. An initial visual observation of the video showed a clinician infusing a clear liquid through the catheter. A drop was observed to form along the catheter shaft. While a leak could be seen in the catheter tubing of the sample, no details of the damage could be discerned from the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.